Event description:
It was reported that a device displayed a "system error 105" message. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "system error 105" through the device event history log (ehl), but the evaluation could not reproduce the failure. Further investigation revealed severed motor screws and a loose motor gear. The motor assembly was replaced.